Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: a review of the device noted an opening assessed as unidentified tear. The shell thickness was within specification. A missing piece of shell was assessed as inconclusive.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 24may2024.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The status of the device is unknown.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported capsular contracture baker grade IV. Device was explanted.